Event description:
It was reported that the console presented alignment problems, as the aiming beam was not centered through the articulated arm. There were no procedure and patient outcome reported.